Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose (bg) level was impacted 357 mg/dl. The customer administered a manual injection to stabilize bg level. Reportedly, the customer loaded used cartridge.